Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2022-06279, 1627487-2022-06280, 1627487-2022-06281. It was reported that all of the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken in (B)(6) 2022 wherein the system was explanted. The system was reimplanted on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.